Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a review of the pump history showed one cs 162 loss of prime warning with low non zero force. Evaluation revealed that the force senor calibration was out of specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the force senor calibration was out of specification. There was contamination found on the force sensor plate. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2016.

Manufacturer narrative:
Follow-up #1: date of submission 06/21/2016- correction: it was incorrectly reported in the incident description that contamination was found on the force sensor plate. There was no contamination found on components of the pump.